Manufacturer narrative:
(B)(4). Investigation summary: no samples and 3 photos were returned by the customer in support of this complaint. Visual examination of photos was performed and revealed fm in the tube. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Based on the investigation results to date, root cause was not determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was foreign matter in tube; biological and non-biological. This event occurred two times. The following information was provided by the initial reporter: translated to english. The customer stated: "foreign matter in tube."